Event description:
Report of a tubing leak. It was reported by the nuclear medicine department that there was leakage of an unspecified radioactive substance at the connection site between a terumo minimum volume extension tubing and a reflux valve. It was reported that this problem has occurred over time with several lot numbers. Add'l info was requested, but no further info was provided.